Event description:
It is reported that a customer experienced low blood glucose of 61 mg/dl. The customer was treated for the low blood glucose with a glucagon. The customer was informed that there could be many reasons for low blood glucose. It is reported that a customer has been receiving bad sensor alarms on their insulin pump. The customer was transferred over to be assistance with trouble shooting their sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.